Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 97791, lot# n452869, serial# unknown, implanted: 2014 (B)(6); product type accessory product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect and less than 50% therapy relief on the right side of the implant. The patient had continued low back and leg pain, unrelieved by the spinal cord stimulator (scs). On (B)(6) 2014, there was a lead revision. The lead positions were adjusted: left lead to top of t8 and right to top of t9, which was limited by scar tissue, per physician. Impedance testing, x-rays, and reprogramming were performed. The lead revision did not improve pain relief significantly; it was still approximately 30%. The patient opted to have the entire scs system explanted and a new intrathecal drug delivery (idd) system implanted after a very successfully trial on (B)(6) 2014. The scs system was explanted on (B)(6) 2014. The patient was alive with no injury at the time of this report. The patient was going to be seen in a clinic for pump implant post-op in 2 weeks. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Reprogramming was unsuccessful for getting the patient therapeutic effect. The impedances were normal. X-rays did not show a lead migration so the leads were moved during the revision. The cause of the event was not determined. It was unknown how the patient was doing after the explant.